Event description:
It was reported the patient¿s implantable neurostimulator (ins) may be flipped, but it was not confirmed at the time. It was noted the patient last charged two weeks ago but last thursday it would not charge; there were no coupling bars. An antenna locate (al) test showed the ins was not too deep. The manufacturer representative tried another clinician programmer and had the same problem. Impedance testing was performed and impedances were 500 and 600. The clinician programmer said the ins was 50% charged. The manufacturer representative did a power on reset and looked at the recharge history which appeared to be normal. Additional information received the same day reported the patient¿s device was flipped and after manually flipping it back they were able to get all 8 coupling bars. It was noted the doctor would most likely put a stitch in so it would not flip again. Additional information received about a week later reported the patient was always receiving effective therapy but was not able to charge. Since the doctor flipped the ins back, the patient had been able to charge. The plan was to still revise the pocket per the patient¿s request.

Manufacturer narrative:
Concomitant medical products: product ID: 389133, lot# j0455094v, implanted: (B)(6) 2005, product type: lead. Product ID: 389133, lot# j0455094v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).